Manufacturer narrative:
(B)(4).

Event description:
During the insertion of the PICC in the forearm, it is notice that after 15cm, there is resistance in the swg (spring wire guide). When trying to remove the swg it becomes very difficult, finally it was removed. It was noted that the tip of the swg lost its form. A new item swg was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient.

Event description:
During the insertion of the PICC in the forearm, it is notice that after 15cm, there is resistance in the swg (spring wire guide). When trying to remove the swg it becomes very difficult, finally it was removed. It was noted that the tip of the swg lost its form. A new item swg was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned a single guide wire and the product lidstock for evaluation. Neither the catheter nor any other components were returned. The guide wire was returned looped into a tight circle. Visual examination revealed the guide wire is designed with a solid core proximal end which transitions to a spring-wire "floppy" distal end. The guide wire was confirmed to be unraveled from a break in the core wire on the spring-wire portion. A portion of the core wire was attached the proximal end and a portion was attached to the distal end. Both separated core wire pieces were connected by the unraveled coil wire. Kinks were observed in both the solid proximal and spring-wire distal portions of the guide wire. Microscopic examination of the guide wire confirmed the core wire was broken at the center of the spring-wire portion (53mm from the distal weld) and that the distal weld was present at the end of the coil wire. The exposed separation points of the core wire are rounded and pinched. Evidence of use was observed within the unraveled coils of the guide wire. The major kinks in the guide wire body were measured at 45 and 352 mm from the proximal tip. The proximal end of the broken core wire measured 405 mm in length and the distal end of the broken coil wire measured 53 mm in length. The combined lengths measured 45.8 cm which is within specification; therefore no pieces of the core wire appear to be missing. The outside diameter (od) of the solid proximal end of the guide wire was also within specification. The undamaged proximal portion of the guide wire was advanced through a lab inventory 21ga introducer needle and was able to pass through with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and needle and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken 53mm from the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.22 pounds force when tested per bs en iso 11070 test configuration. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional use error likely contributed to this event, however, the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the insertion of the PICC in the forearm, it is notice that after 15cm, there is resistance in the swg (spring wire guide). When trying to remove the swg it becomes very difficult, finally it was removed. It was noted that the tip of the swg lost its form. A new item swg was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.